Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation. (B)(4) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat severe degenerative mitral regurgitation (mr), with a posterior leaflet flail and enlarged atrium. 1 xtw clip was successfully implanted, reducing the mr to grade 1+. There were no complications. On (B)(6) 2022, the discharge echocardiogram showed moderate mr. On (B)(6) 2022, the 30-day follow-up echocardiogram noted moderate to moderately severe mr. On (B)(6) 2023 the patient returned for a follow-up and moderate to moderately severe recurrent mr confirmed. There was no device malfunction, and no tissue injury associated. There was no treatment provided, and no additional hospitalization due to the mr event. No additional information was provided regarding this issue.